Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer¿s husband reported the following erratic readings within ten minutes: 6:00 am, 62 mg/dl; 6:10 am, 128 mg/dl. Customer does not have the vial available for lot information. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.